Event description:
Initially there was an enormous amount of weight accumulated only in the stomach area. My weight went from (B)(6). Even with daily exercise, the stomach area stayed bloated for weeks at a time. It look as if I were 6 months pregnant. There have been at least 5 times per year since the implant that I will experience days of nausea, diarrhea, vomiting and then migraines. At the end of that week, I could not walk and was admitted to the emergency room in the local hospital. The bloating still persists at least every other week. The migraines happen at least once every three weeks. I now endure sharp pains in my lower abdomen. This pain is sharp and painful to the point that I cannot walk or move. Every morning I experience nausea and some vomiting. My menstrual cycles are painful with an enormous amount of thick blood clots that literally drop from my vagina. I have an allergy to nickel. So much so that I constantly break out in hives, blotchy and itchy skin.